Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the videoscope was supposed to have a luer lock, but had the connection port of the gif scope type during inspection for use. The wrong type of connector is on the device. There were no reports of patient harm.